Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745ac serial# unknown product type accessory product ID 97745nt serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Product ID: 97745ac, serial/lot #: unknown, b3: date valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller quit on them on friday and would not charge. Pt said they had no charge in their implanted neurostimulator (ins) anymore and the pt¿s pain was pretty painful since friday. Pt tried resetting already and making sure green light was on ac power, but controller still wouldn't charge. Pt then said they saw battery empty, cannot continue, recharge the controller screen but again controller wouldn't charge. Pt plugged controller in to ac power supply without li battery and reported the controller did not power on. Pt confirmed green light of ac power was on, and no damage was seen to the power supply plug or controller port. Pt tried aa batteries in the controller, but reported the screen still did not come on. The issue was not resolved. A replacement controller was requested. The pt called back stating that their controller quit working on friday and so they had called patient services (ps) yesterday and they were sent a replacement controller which they got today. Pt said that as soon as they plugged in the power supply, the controller displayed software problem (1-intellis, 2-3.6, 3-245, 4-ensinterfacesm.c). Ps walked the pt through resetting the controller; pt confirmed that the controller powered on and that the error message was cleared. Pt said that the controller then said battery empty cannot continue recharge the controller. Ps had them connect the controller to the ac power supply, however pt said that the controller light was not flashing green. Pt confirmed that the ac power supply green light was on. Ps had the pt disconnect the ac power supply from the controller and then reconnect the ac power supply to the controller, however the controller light was still not flashing green. Ps had the pt disconnect the ac power supply from the controller, remove the battery pack from the controller, and connect the ac power supply to the controller without the battery pack inserted in the controller, but the controller would then not power on. Ps understood that there was an issue with the ac power supply. Pt did not see any apparent damage to the ac power supply. Pt mentioned that they had a pretty painful couple of nights without the ins. Pt said that the ins was wonderful when the equipment was working. A replacement ac power cord was requested.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745ac. Product type accessory product ID 97745nt serial# (B)(6) roduct type h6: correction: added missing imf (annex f - health impact) code to all associated pli that did not populated originally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.